Manufacturer narrative:
The initial reported event of patient sustaining physical injuries, including inappropriate therapies and severe emotional distress due to ¿defective¿/fractured lead, impedance increase, fracture, and that the lead was explanted and replaced were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: the right ventricular lead pacing impedance trend was rising. This complaint was plausible based on the actual device. The most likely root cause was traced to a component failure. There was an apparent lead fracture. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. There was mental anguish. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. There was an apparent lead fracture. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. There was other/more information available. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. The device ventricular tachyarrhythmia therapy was an unwanted/unexpected shock. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. Product analysis occurred. The primary analysis finding was: the distal conductor of the lead developed a fracture due to flexing while in vivo. Further action was not required because an existing corrective action or investigation is applicable. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via maude report that she has '2 probable defective leads' stating she was advised of potential life and death issue. Upon follow-up, the hcp (healthcare professional) indicates there are no issues with device or lead and no recent replacements. The patient was recently seen and all measurements were stable. It was then reported that a lawsuit alleged the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention. It further alleged the patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] suffered physical injuries and various physical manifestations of emotional distress. Lead failure and defective lead also alleged. It was then further reported that the patient received six inappropriate shocks and the right ventricular (rv) lead exhibited an increase in impedances and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.